Event description:
A technician reported a corneal erosion in the left eye three months post (prk) photorefractive keratectomy. The pt had a foreign body sensation. A bandaged contact lens was placed and a steroid drop started. The bandaged contact lens has been removed and pt has tapered the steroid drop. The corneal erosion has resolved and the vision is good. There are two medical device reports associated with this event. This report reference the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).